Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol1, 27 charge processes had been registered. The memory content of the ICD was checked. The check of the available iegms showed intermittent interference signals in the ventricular and in the far-field channel since (B)(6) 2015. The interference signals led to several charge cycles and to two therapy deliveries on (B)(6) 2015, matching the clinical observation. For that reason, the signal sensing of the device was tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In a next step, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error. There were no indications of a device malfunction.

Event description:
Ous MDR - after an implantation time of about 48 months, it was reported that the patient came to the emergency room due to shock deliveries and was then admitted to the hospital. The lead and the ICD were exchanged and returned to biotronik for analysis. In addition, it was reported that oversensing was first observed on (B)(6) in the home monitoring remote interrogation. The patient was called in for an emergency appointment in response and admitted to the hospital for a lead revision, which the patient, however, declined even after extensive explanation, insisting on a reactivation of the tachy therapies. In response, discharge against the doctor's advice with activated tachy therapies. In-between another oversensing episode in home monitoring and phone consultation with the patient who again refused a revision.